Event description:
It was reported that the patient was experiencing implantable pulse generator (ipg) site discomfort and difficulty charging due to location of pocket and mobility issues. The patient underwent a revision procedure wherein the ipg and leads were replaced. The patient was doing well postoperatively and the explanted devices were kept by the medical facility.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads; upn: m365sc2317500; model: sc-2317-50; serial/ batch: (B)(6).